Event description:
The reporter stated that the straps would not go into the buckles on both the wrists and an ankle cuff when applying them onto a pt. They got another set of cuffs and were able to restrain the pt without any injury to the pt or personnel. A medwatch report # 2020362-2009-00739 for the ankle cuffs.

Manufacturer narrative:
(B) (4). Strap will not go into buckle. Product has been requested to be returned, but has not been received. (B) (4).